Manufacturer narrative:
(B)(4).

Event description:
Home monitor alerted that the patient rv threshold was high. The patient was brought into the clinic for manual testing. The rv threshold was elevated and sensing was decreased. The lead was revised and the lead vector settings were changed. The device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.